Event description:
It was reported the retrieval catheter of the nav6 embolic protection system could not advance through the anatomy to retrieve the filter. A 6fr guiding catheter was used to remove the filter without further issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, it is likely that anatomical conditions contributed to the difficulty crossing the lesion with the retrieval catheter resulting in unexpected medical intervention of the need to use a 6fr guiding catheter to retrieve the filter. Based on the reported information, there is no indication that the reported failure to advance and unexpected medical intervention are related to a product quality issue with respect to the design, manufacture, or labeling of the device.